Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is wearing the pump supplies for 2-3 days. Tandem clinical support informed customer that wearing the pump supplies for 2-3 days. Is off label per the user guide. Customer resumed insulin therapy on the pump. Customer¿s blood glucose (bg) level was 220 mg/dl.